Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 instrument does not squeeze clips for closure. No further info available. The device was given by central supply. There was no consequence to the pt.